Event description:
As reported by the user facility: infusomat space pump IV set portless tubing/epidural admin tubing set alarms and does not allow user to infuse critical med (ie: fentanyl). No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon evaluation of the returned sample, the sample was occlusion tested with failing results. To replicate the reported defect, water was passed through the spike and it was noted that fluid would not pass through the second coupler connecting to the space pump assembly. The air in line issue could not be replicated due to the occlusion. Based on the data from the investigation, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the solvent application bonding the space pump assembly and coupler to the tubing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This follow-up MDR is being submitted with the intention to indicate the following: 1) the investigation findings (c) for this event is 170. 2) the investigations conclusion (d) for this event is 23. 3) corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023.